Event description:
On (B)(6) 2016 patient went in for an MRI of the spine at (B)(6) center, (B)(6). On site manager: (B)(6). Overall manager for the (b)(64) area: (B)(6) .during the scan in the MRI machine, patient experienced a burning sensation on her left upper arm. When she got out o f the machine, she told the technician the procedure was painful and she got a burn. But the technician said no, it wasn't possible, that it must probably be a bug bite. The skin was now all red. He gave her an ice pick and they left. The technician neither filed an incident report now asked them to seek medical help. The same day the patient and the mother drove to their primary care physician: dr. (B)(6). The pcp looked at it and said it looked like a burn blister. Later that evening the burn opened up into a full wound and today is (B)(6) 2016, it hasn't healed. She's been treated by doctors at (B)(6) hospital and they say, they are doing their best. They have admitted that the burn is from an MRI machine. She's been seen by her pcp, the wound care division, various nurses, the ER department and the infectious disease division. The diameter of the wound is about 1 inch long by 1/2 inch wide. Patient is anxious and is in pain. Wound is changed several times a day as prescribed. Pictures of the wound are taken every day. The final conclusion is that it is a 2nd degree burn. The (B)(6) center where the incident occurred has taken no responsibility. Reporter says it could either be human error or machine error. He says patient had told him that normally a blanket is given to patient during the MRI procedure, but on that day, no blanket was given to her. Patient believes that MRI technician just wasn't attentive enough.

Event description:
Additional information received from reporter on 09/12/2016 for report number mw5062119: the (B)(6) complaint rep. (B)(6) will not return my numerous phone calls (B)(6), and (B)(6)'s MRI (B)(6) manager, (B)(6), will not send us the (B)(6) 2016 files from the appt. That day. His email address is (B)(6). He first apologized, now he has gone silent. We have been told by dr. (B)(6), it probably will take 6-12 months to heal and that there will be scarring to the burn area of which we are quite concerned. The burn area took over 40 days to initiate healing and over 50 days to start scabbing. We are sending you a dvd with numerous photos of the burn over time. Please look at entire dvd. We have filed a complaint with the FDA regarding this matter. We have also filed a complaint with (B)(6). Again, we believe (B)(6) was negligent in that the burn should not have happened. It is the provider's responsibility to insure a patients safety. Over time, (B)(6) has dealt with the arm pain, and long healing process of this ugly wound, as well as the mental trauma which may never go away. We are also enclosing some articles about the dangers of MRI burns and the responsibility of those facilities who handle MRI's.

Event description:
On (B)(6) 2016 patient went in for an MRI of the spine at (B)(6) center, (B)(6). On site manager: (B)(6). Overall manager for the (b)(64) area: (B)(6) .during the scan in the MRI machine, patient experienced a burning sensation on her left upper arm. When she got out o f the machine, she told the technician the procedure was painful and she got a burn. But the technician said no, it wasn't possible, that it must probably be a bug bite. The skin was now all red. He gave her an ice pick and they left. The technician neither filed an incident report now asked them to seek medical help. The same day the patient and the mother drove to their primary care physician: dr. (B)(6). The pcp looked at it and said it looked like a burn blister. Later that evening the burn opened up into a full wound and today is (B)(6) 2016, it hasn't healed. She's been treated by doctors at (B)(6) hospital and they say, they are doing their best. They have admitted that the burn is from an MRI machine. She's been seen by her pcp, the wound care division, various nurses, the ER department and the infectious disease division. The diameter of the wound is about 1 inch long by 1/2 inch wide. Patient is anxious and is in pain. Wound is changed several times a day as prescribed. Pictures of the wound are taken every day. The final conclusion is that it is a 2nd degree burn. The (B)(6) center where the incident occurred has taken no responsibility. Reporter says it could either be human error or machine error. He says patient had told him that normally a blanket is given to patient during the MRI procedure, but on that day, no blanket was given to her. Patient believes that MRI technician just wasn't attentive enough.